Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation and frequent ipg charging. The patients ipg was replaced and was doing well postoperatively. The explanted ipg will not be returned.